Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at display window corner, and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump screen was scratched and difficult to read. Customer stated he had to place it at a right angle to be able to see. Customer's blood glucose was 125 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.